Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-02385. The unshielded power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The lot number of the device was not provided, therefore the approximate age of device and the manufacture are unknown. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2012. It was reported that pump stoppage events occurred after a previous percutaneous lead (driveline) repair on (B)(6) 2016. The patient was to receive a pump exchange; however, prior to exchange the patient tripped over the ungrounded power module patient cable, fell, and suffered a broken hip. The patient was scheduled to have orthopedic surgery that evening. On (B)(6) 2016, it was reported that the patient had a right hemiarthroplasty and is now recovering at home. There is a plan to exchange the pump until early (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had accidentally tripped over the unshielded 14 volt power module patient cable. No issue with the patient cable was reported. The device remains in use supporting the patient. No further information was provided. The manufacturer is closing the file on this event.